Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a resolute integrity drug eluting stent to treat a lesion in a patient. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre- and post-dilated. It was reported that the catheter of the device broke on the proximal side during delivery through the vessel. The catheter was kinked and re-straightened during use. Excessive force was not used during delivery and the device did not pass through a previously deployed stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: several kinks were evident on the hypotube from 46cm to 49cm proximal to the distal tip. The device returned with a detachment on the hypotube 27cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 8cm proximal and 2cm distal to the detachment site. No other damage was found on the remainder of the device. If information is provided in the future, a supplemental report will be issued.